Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for review for driveline power fault alarm. It appeared that the log captured driveline power fault alarms beginning at 6:57 am on (B)(6) 2025. It was also noted that patient was sleeping on battery. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The modular cable and the primary system controller was exchanged. 20 minutes after exchange the patient had not had any new alarms and was discharged. There was also a known tear in the proximal driveline that has been taped.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed via log file analysis. Review of the submitted log files revealed that on (B)(6) 2025 at 6:57:07, a driveline power fault alarm activated due to a power b broken fault. The driveline power fault alarm did not resolve within the log files. The heartmate 3 modular cable (lot number 8706925) was not returned for analysis. Provided information stated that the system controller and modular cable were exchanged, and the driveline power fault alarm had resolved. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for modular cable, lot # 8706925, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the eifu page of the abbott website. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for and inspect the equipment, including the modular cable and system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed via log file analysis. Review of the submitted log files revealed 04nov2025 at 6:57:07, a driveline power fault alarm activated due to a power b broken fault. The fault was due to the current sense on line b being lower than the expected amperage threshold. The driveline power fault alarm did not resolve within the log files. The heartmate 3 modular cable (lot number unknown) was not returned for analysis. Provided information stated that the system controller and modular cable were exchanged, and the driveline power fault alarm had resolved. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for the modular cable were unable to be reviewed as the lot number was unknown. The current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the eifu page of the abbott website. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for and inspect the equipment, including the modular cable and system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.